Manufacturer narrative:
Zoll med corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to adjust pacer settings. Complainant indicated that there was no pt involvement in the reported malfunction.